Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system on site and identified that there was a mechanical problem with one of the pedals of the wireless footswitch. After replacing the wireless footswitch and its base station, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that one of the pedals on the wireless footswitch was not working. The issue was found outside of clinical use. No harm has been reported to philips. The customer is using the wired footswitch instead of the wireless footswitch.philips has started an investigation of this complaint.